Event description:
The hub came apart from the sheath. The valve came off during injection of contrast through the side arm. At what pressure was not provided by the customer. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.